Event description:
Patient was admitted to labor and delivery at 38 weeks pregnant. She had an epidural placed for pain management by an anesthesiologist. When the anesthesiologist went to discontinue the epidural, a piece of the catheter broke off in the pt. The pt was told of the event, an x-ray was performed which was negative and the pt was discharged home three days later.